Event description:
It was reported that there was clotting in the device. The customer was able to reinfuse the first 250cc of blood collected. The last 250cc of blood needed to be discarded. There were no adverse consequences or medical intervention required.

Manufacturer narrative:
One partial unit was received at the manufacturer for evaluation. Only the blood bag and partial tubing were returned for evaluation. The blood bag and a container (part of the transfer kit) were received with blood inside. Clots were visible inside returned containers. Therefore, the claimed coagulated blood condition was confirmed. In collaboration with the subject matter expert, based on complaint investigations previously conducted and per manufacturer risk documentation the following possible root causes for coagulated blood condition have been identified, but not limited to: a tourniquet was applied at the wound site and the vacuum control dial was turned on immediately after the tourniquet was removed. Insufficient vacuum at wound due to a low vacuum setting or unit elevated above the wound (causing pressure loss) or an occluded air filter. Insufficient vacuum or pressure lost due to broken, damage or missing component (s) and /or damage unit during shipping and handling process. The event did not involve an adverse trend or unanticipated hazard. Product surveillance will continue to monitor complaints of this type for adverse trends.

Event description:
It was reported that there was clotting in the device. The customer was able to reinfuse the first 250cc of blood collected. The last 250cc of blood needed to be discarded. There were no adverse consequences or medical intervention required.

Manufacturer narrative:
The device has not been received at the manufacturer for testing. An evaluation will be conducted upon receipt of the device, and a follow-up report will be submitted after the quality investigation is complete.